Manufacturer narrative:
The deltaplush cerecyte microcoil 1.5 mm x 3 cm (cpl10015330/g12999) could not be detached although the button was pushed about several times. An sl-10 microcatheter (details unknown) was used. It is unknown if a pre-deployment electrical check was performed. The low battery light and fault light were not seen during the case. Upon pressing the power button, all lights illuminated. The green system ready light illuminated. During the detachment cycle, the detachment light illuminated. The audible signal beeped. No further information provided. The product was not returned for evaluation. Without the return of the device, the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns. No corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting.

Event description:
The deltaplush cerecyte microcoil 1.5 mm x 3 cm (cpl10015330/g12999) could not be detached although the button was pushed about several times. An sl-10 microcatheter (details unknown) was used. It is unknown if a pre-deployment electrical check was performed. The low battery light and fault light were not seen during the case. Upon pressing the power button, all lights illuminated. The green system ready light illuminated. During the detachment cycle, the detachment light illuminated. The audible signal beeped. No further information provided.